Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered a pericardial effusion during a new implant procedure. The rv lead appeared to have dislodged. Oversensing, increase in impedance, and high capture threshold were observed on the rv lead. The physician repositioned the rv lead and drained the fluid from the pericardial effusion. Patient was stable after procedure.